Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the aspartate aminotransferase activated (ast-a) reagent bottle is labeled both ast-a and alt, the barcode is correctly labeled ast-a. The customer stated that the bottles can be used but the labeling is incorrect, therefore, they will remove the alt-a label to avoid confusion in the laboratory. There is no impact to patient management reported.